Event description:
Event description: during an attempt to treat a lesion in the lad artery with 80-90% stenosis using endeavor resolute drug eluting stent; physician noted the device could not cross the lesion. The lesion was pre dilated. A new device was used to complete the procedure. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was slightly flared indicating that it was stubbed on advancement towards the target lesion. Multiple struts from the 10th, 11th and 12th distal stent segments were raised and deformed. The proximal stent od was 0.047¿, the middle stent od was 0.077¿ and the distal stent od was 0.049¿. The max stent od according to the endeavour resolute spec board is 0.055¿ max.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (embolization). Patient condition affected effectiveness of device (highly calcified lesion). Deformation problem (stent). Evaluation conclusion: known inherent risk of procedure (embolization). Device failure/lack of effectiveness related to patient condition (highly calcified lesion). (B)(4).